Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 07/22/2025. An investigation was conducted on 7/22/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock on , which prevents the white plunger from being depressed. The seal was observed in the loading device body. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem " was not confirmed, however, the analyzed failure "fitting problem" was observed. The lot # 3000465228 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). They loaded the heartstring, then attempted to place into aortatomy. They pressed down on the plunger and the heartstring did not deploy / come out of the delivery tube. A new heartstring was used to complete the procedure. No procedural delay. No patient harm / effects.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.